Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient had discomfort at the connection site in the back. The rep speculated it could be anatomically related and/or something was irritating tissue. The rep reported that patient felt a little bit of shocking at times, not anything strong, but it was a little bit of weird shocking depending on the patient¿s position. The rep reported that the area was tender and impedances looked ¿healthy.¿ the rep reported that they believed the physician would likely do surgical exploration since this issue was bothering the patient and they were using a lot of juice. The rep reported that the physician previously asked the patient if they were feeling shocking and yesterday when the patient called the rep, the patient indicated that they had been ¿paying attention¿ and they did feel a little bit of shocking. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had her lead replaced. The patient was healthy and had good impedances and was doing extremely well.